Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge with insulin. There was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.